Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was found requiring a replacement. This has been ordered. No additional information has been disclosed.

Event description:
The customer reported the system failed to display a live image. No report of patient injury.